Manufacturer narrative:
The device remains in service with the new lead. The chronic lead was not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise that was oversensed on the right ventricular (rv) lead. The patient received an inappropriate shock due to the noise. It was also noted the rv pacing and shock impedance measurements had become out-of-range in late april. A lead fracture was suspected. Technical services reviewed available device data and confirmed a lead issue was likely. A revision procedure was performed. The lead was tested on the pacing system analyzer (psa) but no sensing or pacing was observed. The lead was cut and capped and remains abandoned in the patient. A new rv lead was implanted. When connected to the current device, all lead measurements were within normal limits. No additional adverse patient effects were reported.